Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer is ill and experiencing elevated blood glucose (bg) levels up to 500 (mg/dl). Customer administered injections and correction boluses to treat bg levels. System check with tandem technical support indicated the pump was functioning as expected. Recommendation was made to discuss pump settings with health care provider.